Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped receiving stimulation and has been unable to charge the ipg for 2 to 3 months. An sjm representative met with the patient for troubleshooting and identified multiple replacement chargers were unable to communicate with the ipg. Additionally, multiple programmers were used and confirmed stimulation is off. The patient will undergo surgical intervention to address the issue. Follow-up revealed the patient's ipg was explanted and replaced. Effective stimulation was restored post-op.